Event description:
Pouches for four of the poly inserts provided with the itotal knee replacement system had the incorrect labels applied. The labels did not properly indicate which size insert was within the pouch. The correct poly inserts were provided. The surgery was completed successfully with no adverse impact to the patient.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification. Label retains indicate that labels for each size poly insert were present. It appears that the labels were applied to the wrong pouches within the product kit.